Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a non q wave mi of the target vessel, 3rd udmi peri pci. The mi occurred in the ramus. Safety assessed the event as possibly related to the device and not related to anti-platelet medication.

Manufacturer narrative:
During the index procedure one resolute onyx des was implanted in the ramus ((B)(6) 2018). Cec adjudicated non q wave mi of the target vessel, 3rd udmi peri pci. Cec commented there was a side branch (small) occlusion in ramus. Cec adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.